Event description:
It was reported the blunt fill needles often core the propofol rubber stopper leaving a small black core in the propofol.

Manufacturer narrative:
Update: importer narrative for the manufacturer: (03/19/2020) batch samples of the same lot were tested (1) for any physical defect that may cause the coring condition and all samples reviewed met the specification. A coring test (2) was completed according to the approved healthtrust protocol and no coring was observed. A production process review was completed (3) for this batch and the factory inspection report for the finished product was reviewed. The raw material and process of this batch were not changed from the approved specifications, and no abnormalities were found in the production process. The factory investigation concludes that in clinical use, the causes of coring can involve many variables such as puncture angle, tip sharpness, vial stopper hardness and puncture area. All batch samples tested met specification so we conclude the root cause occurred outside the control of the quality of the device, or is limited to an isolated device that may have incurred tip damage prior to or during use. We consider this file closed.

Event description:
It was reported the blunt fill needles often core the propofol rubber stopper leaving a small black core in the propofol.